Event description:
Per received report: the procedure was coil embolization for internal carotid-anterior choroid artery that was moderately tortuous. The level of calcification was unknown. During the procedure, the physician could not detach a deltaplush ((B)(4), complaint product) although pressing the detachment button for 4-5 times. When he replaced the deltaplush for a new one ((B)(4), lot unknown), he was able to detach it using the same enpower. The lot number of the dcb and the cable were unknown. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. The complaint product is not going to be returned for evaluation. No additional information is available. Additional information received indicated that the coil was safely retrieved and no stretching or unintended detachment observed upon withdrawal. No patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Manufacturer narrative:
During a coil embolization procedure, the deltaplush (cpl100408-30/g12042) could not be detached despite pressing the detachment button 4-5 times. The coil was safely retrieved and no stretching or unintended detachment observed upon withdrawal. No patient injury reported. When the deltaplush was exchanged for a new one (cpl100408, lot unknown), it was able to be detached using the same enpower. The procedure was coil embolization for internal carotid-anterior choroid artery that was moderately tortuous. The level of calcification was unknown. The lot number of the detachment control box (dcb) and the connecting cable were unknown. It is unknown how many coils were successfully detached using the same connecting cable/dcb before the failure to detach. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. No additional information is available. It was reported that the device is not going to be returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The instructions for use (IFU) outlines to verify that the microcoil delivery system is fully connected and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section of the IFU and replace with a new system. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding possible contributing factors or root cause of the reported failure of the coil to detach. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.